Manufacturer narrative:
The device involved in the incident was not returned for evaluation. A photo that was provided shows a ballooning of the silicone extension tubing on the arterial side of the catheter. The venous extension appears to be wrapped with a "plaster wrapping", according to the information provided in the incident report. The report also indicated that there was a "major bleeding from the outflow lumen (blue) due to catheter break". The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their review showed the device was manufactured according to specification with no non-conformances or abnormalities. The extension tubing may have been over pressurized causing the silicone material to weaken. The "plaster wrapping" of the extension tubing may have contributed to the break by weakening of the silicone material. Without an evaluation of the device a definitive root cause cannot be determined. The instructions for use include the following precaution. Avoid clamping near the luer lock and hub of the catheter. Clamping of the tubing repeatedly in the same location may weaken tubing.

Event description:
After catheter insertion by 2 months nurses noticed ballooning of the inflow line (red) during saline flush which necessitates plaster wrapping around the line - which is against protocol. One week ago, the patient had a major bleeding from the outflow lumen (blue) due to catheter break which necessitates rapid clamping and catheter exchange after 3 days (due to lack of the right catheter size and until she referred to me) and the nature of poor vascular access of the patient (to preserve the access).

Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.